Event description:
The customer reported, the system will not boot up and displays a 405 error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced blown fuses on the table sensor board. System operates as intended. (B)(4).